Event description:
Reporter stated the pt has experienced unexplained low blood glucose since april. Reporter stated pump user had a low blood glucose seizure in the same month and blood glucose level did not register on meter. Reporter administered glucose gel to bring levels back up. Reporter does not know what is causing low blood glucose levels.